Manufacturer narrative:
There was a compromised force sensor system alarm during the basic occlusion test due to a loose or protruded drive support disk. It was noted that the pump was received with a cracked reservoir tube lip, a loose or shifted end cap sticker, and minor scratches on the display window. (B)(4)

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that he was just refilling the pump and he got to the point where the pump was rewound. Customer stated that the insulin squirted 2 feet and then he received the alarm. Customer's blood glucose was 199 mg/dl at the time of the incident. Customer stated that the insulin is squirting out during the manual prime process. Customer stated that the pump was working fine. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.